Manufacturer narrative:
Investigation : x-initiated manufacturer's investigation. X-inspect returned samples. Analysis and findings : distribution history. The complaint product was purchased from reda instrument. Manufacturing record review: manufacturing record review not applicable to this product. Incoming inspection review: iqc record-19-10-14-020 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions of the clamp didn't open. Product receipt: the complaint product (es-lngr, spoon forceps long,serrat, 1 unit) was returned opened to coopersurgical on 12-19-20 under RMA # (B)(4). The lot number of the returned product matched the lot number reported. Visual evaluation: visual examination of the complaint product revealed a physical damage. Functional evaluation : complaint product was forwarded to the supplier for further investigation. The complaint condition was confirmed and was attributed to user error as improper cleaning. Root cause : the root cause of this issue has been attributed to user error as improper cleaning. Correction and/or corrective action : coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer sent in complaint via email please see customer complaint: one of the forceps malfunctioned during a procedure while using in the patient. If you can provide a return label or direct me to the appropriate person who I should send my inquiry to, so that this return and replacement be expedited, as we have cases next week. 1216677-2020-00277 spoon forceps long serrat es-lngr (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer sent in complaint via email please see customer complaint: one of the forceps malfunctioned during a procedure while using in the patient. If you can provide a return label or direct me to the appropriate person who I should send my inquiry to, so that this return and replacement be expedited, as we have cases next week. Spoon forceps long serrat es-lngr e-complaint-(B)(4).